Manufacturer narrative:
The reported complaint was confirmed. During testing of the device at the service center, the service repair technician (srt) duplicated the reported complaint. As the electronic patient gas system (epgs) was powered up the fraction of inspired oxygen (fio2) knob moved counterclockwise and clockwise four times. On the screen the 'gas system: knob adjust only' message was displayed. The dowel pin on the blender was missing causing the calibration to be off. The srt replaced the blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the suspect electronic patient gas system (epgs) to cause the central control monitor (ccm) to immediately display 'gas system: knob adjust only' and 'o2 analyzer needs calibration' messages upon startup. When attempting to calibrate, the epgs knob would rotate past full and display the 'knob adjust only' message. It was observed that the dowel pin had fallen out of the epgs blender knob allowing the knob to turn past the limit and display the message.

Manufacturer narrative:
Per the manufacturer's subsidiary, a calibration was attempted on the electronic patient gas system (epgs) with the knob initially at full anti-clockwise, it rotated approximately 300 degrees and stayed at that point, at which point the 'gas system: knob adjust only' message displayed on the ccm. The electrical and mechanical connections in the epgs were inspected with no apparent disconnect. A 'blender initialization fault' occurred four times in the log. The manufacturer's subsidiary troubleshot with the manufacturer's technical support specialist and found that the knob moved smoothly until at max clockwise (over 300 degrees from start). There should be a roll pin that creates a physical stop at both max counter clockwise and max clockwise. The max counter clockwise roll pin was present but the max clockwise roll pin appeared to be missing causing the knob to turn past max clockwise and causing the fault and message.

Event description:
The user facility's biomedical technician reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) displayed a 'gas system: knob adjust only' message. There was no patient involvement.